Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain back pelvic vaginal/ pelvic pain- mild to severe, varied but constant-daily"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (date of births: (B)(6) 2006, (B)(6) 2010), gestational diabetes (with first live birth) in 2006, back injury, inguinal hernia repair and weight gain (during her pregnancy). Concurrent conditions included drowsiness, muscle spasm, abstains from alcohol, tobacco user, joint range of motion decreased, neck pain, hypertension, insomnia, anxiety, constipation, tender sinus and nasal sinus discharge. Concomitant products included docusate sodium (colace) for bowel movement irregularity, ibuprofen (motrin) for cramp, cyclobenzaprine hydrochloride (flexeril) for muscle spasm as well as ibuprofen since 2012, iron, oxycodone since 2012 and oxymorphone since 2012. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and urinary tract infection ("bladder or urinary problems or changes uti's"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain back pelvic vaginal/ back pain- mild to severe, varied but constant-daily"), vulvovaginal pain ("pain back pelvic vaginal/ vaginal area pain- mild to severe, varied but constant daily") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with vicodin, oxycodone hydrochloride (oxycontin), surgery (bilateral salpingectomy, essure removed), surgery (novasure ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, back pain and vulvovaginal pain had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition and did not caused birth defects. She had no complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She retain the essure device or any portion of it after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion, placement was good. Ultrasound scan vagina - in (B)(6) 2010: total bilateral occlusion, placement was good. X-rays were reviewed from 2004 of the cervical spine, those were all within normal limits. Current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placement: (B)(6). Surgical pathological report on (B)(6) 2017. Final diagnosis bilateral fallopian tubes, excisions: - endometriosis, - benign paratubal cysts, - implants (essure devices). Endometrium, curettage: - benign, late secretory endometrium. - benign endometrial polyp. Gross description: "bilateral tubes" received in formalin are two fimbriated fallopian tubes as well as three separate tubular fragments of tan tissue, and three separate coiled pieces of a sterilization device. The first fimbriated fallopian tube is 4.5 cm in length and 0.8 cm in diameter. There appear to be collapsed cysts on the serosal surface. A sterilization device is not present within the lumen of this fallopian tube. The second fimbriated fallopian tube is 9.0 cm in length and ranges in diameter from 0.3 cm up to 1.0 cm. Serosa was pink and smooth. A sterilization device is not visible at the time of grossing. Upon serially sectioning, a sterilization device is not present within this fimbriated fallopian tube. The separate fragments in the specimen container range from 0.8 cm up to 3.0 cm in length. A sterilization device was not present in the lumen of any of these fragments. There are three separate metallic coiled wires consistent with a fragmented essure device. These range from 2.0 cm in length up to 14.5 cm in length. Representative sections are submitted in three cassettes as follows: 1. First fallopian tube; 2. Second fallopian tube; 3. Separate fragments from specimen container. Please not specimen was held for additional legal processing. "Endometrial curettings· received in formalin are multiple fragments of red and tan tissue aggregating to 3.5 cm x 3.0 cm x 0.4 cm. All submitted in toto in one cassette. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, pelvic pain, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical record received. Reporter information updated, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2010 to (B)(6) 2010. Essure indication female sterilization and stop date (B)(6) 2017 was added. Event pain back pelvic vaginal/ pelvic pain- mild to severe, varied but constant-daily was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, dysmenorrhoea, dyspareunia, back pain, vulvovaginal pain, vaginal discharge were newly added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.